Event description:
During a clinic follow-up, r wave amplitude variation and episodes of noise were observed on the device. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.